Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced both high and low blood glucose levels. The customer expressed not being able to see out of one eye as well as blurry vision when she had high blood glucose. The customer's blood glucose was 40 mg/dl. The customer treated herself with food. Troubleshooting was done. Nothing abnormal with the insulin pump appeared while troubleshooting. Advised customer to monitor the insulin pump and call back if any issues persisted. Nothing further reported.